Event description:
Nellcor puritan bennett received a call from a rep of facility on 4/11. Facility called to report the following problem: intermittent apnea alarm.

Event description:
Due to additional information this MDR was/is not needed. The event was misrepresented. The actual failure was a follows: the unit had and intermittent respiration pick up with a constant apnea.